Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of what the material was could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, electrical connector unit mouthpiece pin leaking, insertion part nozzle clogged, distal end lens glue discolored, charged coupled device lens cover glue discolored, distal end edge sharp, angle rubber porous, connecting tube glue wrinkle, and air/water channel clogged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance of the evis exera ii gastrointestinal videoscope, the scope had irregularities in appearance of the adhesive on the bending section, and insufficient air to clear water from objective lens. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.